Manufacturer narrative:
It was reported that a patient underwent paroxysmal atrial fibrillation ablation procedure using the qdot micro unidirectional catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed (B)(6)2020 . The device was visually inspected and it was found in good conditions. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent paroxysmal atrial fibrillation ablation procedure using the qdot micro unidirectional catheter and suffered cardiac tamponade requiring pericardiocentesis. On 3/6/2020, additional information was received indicating, that this adverse event was discovered post use of biosense webster inc. Products and after ablation was performed. There was no evidence of steam pop. The physician¿s opinion is that the event was related to procedure. No surgical intervention nor extended hospitalization was required. The patient fully recovered. Transseptal was performed with brk transseptal needle. The event was discovered after ablation was performed. The irrigation setting was 4/15ml. No error messages displayed on biosense webster equipment. All force visualization features were used. Visitag module stability settings were 3mm, 3s, fot25%, 3g, tag size 3mm. Ablation index 400/500 was used as additional filter. Tag color per ablation index. Manufacture reference no: (B)(4).

Manufacturer narrative:
During an internal review on 5/5/2020, it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 2/12/2020 and section h4 manufacture date has been updated with 2/13/2019. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. Upon initial inspection, no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to [thermocool smarttouch® sf catheters] approved under p030031/s072. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent paroxysmal atrial fibrillation ablation procedure using the qdot micro unidirectional catheter and suffered cardiac tamponade requiring pericardiocentesis. In the end of the procedure the cardiac tamponade was discovered. There were no obvious impedance rises. Some areas had high force values. The observed high force has been obsessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.